Manufacturer narrative:
(B)(4). This event is one of two for the same patient on subsequent nights. The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. During visual inspection damage was found in the membrane of the cassette. The cassette was inspected with a microscope and observed the damage was one pinhole, no damage on the hard plastic was found. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following treatment. When she opened the cassette door she found fluid had leaked from the cassette. The patient had already completed treatment. The set was returned for evaluation. During follow up the patient reported no complications. She had not required any medical intervention.